Manufacturer narrative:
Approximate age of device: 13 days. The patient remains on lvad support with no issue reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's lvad system indicated elevated pump power and high estimated flows. No clinical symptoms were reported. The patient was admitted for treatment with bivalirudin, and subsequently, the elevated pump parameters reportedly resolved. Log files submitted to the manufacturer¿s technical services for analysis confirmed transient elevations in pump power and estimated flow. Further information was requested, but was not provided.

Manufacturer narrative:
No product was returned for evaluation. The reported elevation in pump power and flow were confirmed through evaluation of the submitted log file, however, a specific cause could not be conclusively determined through this evaluation. Log file analysis showed elevated power values in the range of 9.6-13.8w, and these also corresponded to elevated flow values in the range of 10.5-12lpm. These elevated values also corresponded to pi events. 196 pi events were captured over the course of the log file. The hmii instruction for use explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. No atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log file. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.